Manufacturer narrative:
Date of event: date of event was approximated based on the report of 1 month ago on (B)(6) 2018.

Event description:
It was reported that the wire broke and remained inside patient's body. An accustick stainless steel guidewire was selected for use. During the procedure, it was noted that the accustick guidewire broke off in the patient's body in the renalcalyx /retroperitoneum. The physician made attempts to retrieved the detached portion of the wire, however, failed. No further patient complications were reported and patient's condition post-procedure was okay. It was further reported approximately 1 cm of the guidewire remained in the body in the renal calyx / retro peritoneum.

Manufacturer narrative:
Date of event was approximated based on the report of 1 month ago on (B)(6) 2018.

Event description:
It was reported that the wire broke and remained inside patient's body. An accustick stainless steel guidewire was selected for use. During the procedure, it was noted that the accustick guidewire broke off in the patient's body in the renalcalyx / retroperitoneum. The physician made attempts to retrieved the detached portion of the wire, however, failed. No further patient complications were reported and patient's condition post-procedure was okay.

Event description:
It was reported that the wire broke and remained inside patient's body. An accustick stainless steel guidewire was selected for use. During the procedure, it was noted that the accustick guidewire broke off in the patient's body in the renalcalyx / retroperitoneum. The physician made attempts to retrieved the detached portion of the wire, however, failed. No further patient complications were reported and patient's condition post-procedure was okay. It was further reported approximately 1 cm of the guidewire remained in the body in the renal calyx / retro peritoneum. It was further reported, via medwatch mw5080195, that during a left percutaneous nephrostomy tube placement, for left hydronephrosis toroidal left ureter secondary to obstructing stone, 1cm of a 018 guidewire fragment lodged partially in the renal cortex and retroperitoneum. During the procedure, it was noted that the retained wire could not be seen anywhere in the tract or in the renal pelvis or any of the calyces.